Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a "high" blood glucose level. The customer reported having a "bad day" but declined to provide further information. The customer delivered insulin via the pump and changed all supplies to address the event.